Event description:
A report was received that the patient was experiencing inadequate stimulation and occasional overstimulation due to high impedances. The patient underwent a lead revision, during which, the lead were explanted and replaced with new leads. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Analysis of lead sc-2352-50 serial number (B)(4) confirmed the complaint of high impedances. X-ray inspection of the lead revealed that one of the cables was fractured. This type of damage typically occurs when excessive tensile force is exerted onto the lead body and connector section of the lead. Analysis of lead sc-2352-50 serial number (B)(4) confirmed the complaint of high impedances. X-ray inspection of the lead revealed that contact 1 of the cable was fractured. This type of damage typically occurs when excessive tensile force is exerted onto the lead body and connector section of the lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2352-50, serial # (B)(4), description: linear 3-4 lead 50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation and occasional overstimulation due to high impedances. The patient underwent a lead revision, during which, the lead were explanted and replaced with new leads. The patient was reportedly doing well following the procedure.